Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use, states ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. Based on the available information, the reported sleeve steering issues appears to be due to user error. The reported improper or incorrect procedure or method is due to the user possibly misaligning the alignment markers per case details. There is no indication of product issue with respect to manufacture, design or labeling. Device code 2017: failure to follow steps/instructions.

Event description:
N/a.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat degenerative treat mitral regurgitation (mr) with a grade of 4+. It was noted large prolapse. The steerable guide catheter (sgc) was prepared without issue and the sgc advanced to the mitral valve. Then a clip delivery system (cds) was advanced into the sgc and when steering down to the valve, the cds was steering in an unintended direction. The cds was mis-keyed; and therefore, the cds was removed from the sgc without issue. However, after the cds was removed, loss of fluid column was observed from the sgc. Additional aspirations were performed to prevent air from entering the patient. The sgc was removed and air did not enter the patient. A decision was made to replace both the sgc and cds. A new sgc was advanced to the mitral valve, and a clip was deployed. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.